Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced air alarms that could not be resolved; although, no air was visible. The operator removed 90cc of blood during an attempted air removal. Treatment was terminated without rinseback, which resulted in an add'l 210cc blood loss. The total blood loss was 300cc. No medical intervention was required.

Manufacturer narrative:
The cycler was returned for evaluation. Review of the cycler treatment data log file indicates that there may have been an intermittent signal from the venous air sensor, however, the reported venous air alarms could not be duplicated upon test and inspection. No problem was found with the returned cycler. The exact cause of the venous air alarms is not known. Nxstage reviewed the reported blood loss with the pt's facility. Nxstage considers this report closed and will continue to monitor as part of routine complaint process.